Event description:
Patient reported left side deflation. Device has been explanted and not replaced.

Event description:
This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on anterior side assessed as unidentified (tear) opening. Shell thickness within specification). As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation. Device has been explanted and not replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported deflation for an unknown side. The device remains implanted.